Manufacturer narrative:
The product identity was not confirmed due to the parts not being returned. Upon review of the scans that were provided for design input, it can be seen that there is a pectus bar already present in the patient. The pectus bar appears to be positioned relatively low; however it was confirmed that the bar was positioned correctly in regards to the patient's defect. This implant will be removed in a revision; therefore the complaint is considered confirmed.

Event description:
It was reported the pectus bar is loose due to the sutures at the ribs coming loose. The surgeon performing the revision ordered four stabilizers and two pectus bars. Additional information was requested, however there is no information available regarding the original surgery (e.g. Date, name of surgeon, facility, product information etc...).

Manufacturer narrative:
The product identity was not confirmed due to the parts not being returned. Upon review of the scans that were provided for design input, it can be seen that there is a pectus bar already present in the patient. The pectus bar appears to be positioned relatively low; however it was confirmed that the bar was positioned correctly in regards to the patient's defect. This implant will be removed in a revision; therefore the complaint is considered confirmed.